Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 100 mg/dl. The caller stated that the device had been exposed to moisture, through perspiration. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a stained liquid crystal display resilient cover, cracked reservoir tube lip, cracked battery tube threads, a cracked case at a display window corner, minor scratches on the display window, scratched reservoir tube window, cracked case at the reservoir tube window corner and a cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).